Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional type of device: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a retraction failure. The following information was provided by the initial reporter: "per email: since december 6th, I have received the following complaints from 2 different collection areas regarding the products listed below. Each of the items were disposed, except for the 25g butterfly, so I will need to return that item. I have completed the pits and have no other information available at this time. Thank you."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for retraction issue with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had a retraction failure. The following information was provided by the initial reporter: "per email: since december 6th, I have received the following complaints from 2 different collection areas regarding the products listed below. Each of the items were disposed, except for the 25g butterfly, so I will need to return that item. I have completed the pits and have no other information available at this time. Thank you".